Event description:
This device was implanted on (B)(6)2012 and was explanted on (B)(6)2013 due to erosion and premature battery depletion. The physician is dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).